Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the large headed screw has come loose in a patient. No medical intervention has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical problem - unknown vanguard ssk/360 femoral stem, item # unk, lot # unk; unknown vanguard ssk/360 femoral component, item # unk, lot # unk; unknown vanguard ssk/360 tibial bearing, item # unk, lot # unk; unknown vanguard ssk/360 tibial tray, item # unk, lot # unk. Reported event was able to be confirmed based on x-ray review. Products were not received for evaluation. X-ray review: suboptimal evaluation secondary to image quality. Tka with cylindrical metallic structure emanating into the anterior intercondylar notch. It is uncertain whether this is a design of the construct or a complication that resulted as the component migrated in this region. Also lucent zone in the medial femoral condyle is seen--also this is an equivocal finding that could be related to artifact or may even be stable from other time points. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed as the part and lot numbers of the device are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.